Event description:
Patient reports that an ultrasound test showed a suspected rupture. The device remains implanted. It is unknown which side this record is related to.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Event description:
Patient reports that an MRI test showed a suspected rupture. Physician confirms device ruptured, muscular pain and shape alteration. Device remains implanted. This relates to the left device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and observed a striated edge opening assessed as surgical damage. Pain-ndr: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the shell. Red particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.